Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that there had been a possible defect with the purewick urine collection system. The customer had received the product and stated that there was little to no suction, and that the product stopped working while in use. They did not have a lot number or expiration date at that time, but they expected to receive that information shortly.